Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the [distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead was initially placed without issue but high pace impedance and threshold measurements were observed. When retracting the helix to reposition the lead it was noted to require many more rotations than needed to extend it and ultimately dislodged. Upon inspection of the on the surgical table the helix remained unable to retract. A competitor lead was implanted to complete the procedure. No adverse patient effects were reported.